Manufacturer narrative:
Visual and microscopic inspection revealed that a catheter imaging window twist began 10.5cm from the laptjoint section. Impedance testing shows an electrical open at the proximal end of the catheter.

Event description:
Reportable based on device analysis completed on (B)(6) t was reported that visualization issues occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. An opticross peripheral imaging catheter was used for ultrasound examination of the target lesion. During the procedure, it was noted that lost image has occurred. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed a catheter imaging window twist.

Event description:
Reportable based on device analysis completed on 13dec2023. It was reported that visualization issues occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. An opticross peripheral imaging catheter was used for ultrasound examination of the target lesion. During the procedure, it was noted that lost image has occurred. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed a catheter imaging window twist.

Manufacturer narrative:
D2b: pro code (product code) : corrected. Visual and microscopic inspection revealed that a catheter imaging window twist began 10.5cm from the laptjoint section. Impedance testing shows an electrical open at the proximal end of the catheter.